Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information gathered during baxter?s investigation, the cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 4. The supply bag fell and disconnected. Gts had the patient cycle power to clear the error. The patient elected to complete therapy with manual supplies. Product surveillance contacted the patient who stated the supply bags fell due to the way she had set up the bags on her table. The patient stated the sample was discarded and they did not know the lot number. The patient stated she notified her nurse of this event and stated her nurse reviewed proper set up technique and procedures. Per the patient there were no adverse events as a result of this event and stated that she was able to resume therapy on the cycler the following day.